Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the duodenum in a laparoscopic gastrectomy, after the tissue was clamped and the green button was pressed, the handle could not be squeezed. A new handle and reload were used to deal with the issue, but the handle could not be squeezed after the green button was pressed as well. When new products were opened again, firing was able to be performed without problem. There was no patient injury.